Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pockets were jammed. A field service engineer (fse) confirmed that issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es cubie pocket was jammed, and the pocket could not be fully opened; sometimes, it only opened halfway. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.